Event description:
A technician reports a patient with a lens that is off axis following intraocular lens (iol) implant surgery. In a follow-up, the technician reports patient's vision is getting better.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/09/2008 by fax and mail. A completed questionnaire was received on 09/11/2008.